Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report that the sensor did not penetrate the skin during the insertion process. The customer had to attempt to insert the sensor using the sen-serter 3 times before penetrating the skin. The electrode was separated from the needle and this has happened before. Advised the customer on the possible issues with the serter and the angle of insertion. The sensor and sen-serter will be replaced. Nothing further reported.